Manufacturer narrative:
Investigation eval: our eval of the returned product confirmed the report. Approximately 12cm from the distal end the coating is peeled away exposing 4.5 cm of the core wire. The coating has separated at the junction of proximal and distal coatings but remains attached. There is no damage to the proximal coating at the joint. There is a cut in the coating approximately 4.5 cm proximal to the joint. Approximately 65cm from the proximal end there is a kink and damage to the coating. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user to flush endoscope accessory channel and /or lumen of device with sterile water and for best results, wire guide should be kept wet. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use for this product cautions the user that this product is compatible with non-metal tip devices. Use of the wire guide with metal tip devices may compromise the integrity of the external coating on the wire guide. The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment result as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook tracer hybrid wire guide was used. The wire guide was advanced up the duct. A sphincterotomy was performed. The sphincterotome was removed from the wire guide. An extraction balloon catheter was advanced through the endoscope over the wire guide. Two balloon sweeps were performed in the duct. At that point, the coating on the distal end of the wire guide stripped /accordioned, but did not fully detach. No section of the device detached inside the endoscope or pt. The wire guide with the balloon was removed from the endoscope. A cook acrobat calibrated tip wire guide was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.